Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted after meeting all release criteria with no leaks noted. 69 days later, the patient came back for a different procedure and imaging was performed and found that the closure device had embolized out of the laa into the left atrium. The patient underwent a percutaneous snare procedure to retrieve the closure device the following day which was successful. The patient remains hospitalized for other health issues yet is stable and is expected to fully recover.

Manufacturer narrative:
B3: used 06/26/2025 as event date as per the complaint summary the explant was performed the next day which was (B)(6) 2025.